Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 55 pulses and was deactivated at the end of second prime. The device was connected to a master pdm and a 5u test bolus was completed without issues. No evidence was found that would result in a failure of the needle mechanism to deploy the needle; a root cause for the reported event could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the cannula had not deployed. The patients reported blood glucose level was 120 mg/dl. The pod was not worn.